Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 243 mg/dl, 131 mg/dl, 145 mg/dl. Tests were done within < 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported. Note: customer was not applying the blood correctly to the strip.